Manufacturer narrative:
Analysis of the lead model 3889-28 lot # v339124 showed that the #1 conductor was broken 4.6 cm from the distal end (at or near the tines). There were no electrical shorts between circuits seen but the #1 circuit was open. The lead was stretched and markings on the outer insulation were seen consistent with the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v339124, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: 3889-28, lot# v339124, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient experienced a lack of efficacy and a poor impedance trial. There were no reported contributing factors and diagnostics/troubleshooting included 3 impedance tests. Interventions/actions taken included a lead replacement and the issue was resolved at the time of the report. The patient was previously evaluated at the office due to lack of efficacy of the implanted device. Based upon the patient¿s description, the age of the implant, and an office impedance test, the hcp determined that the battery needed to be replaced. The patient was scheduled for a battery replacement on (B)(6) 2017. During surgery, the old ins was removed and replaced with a new ins. The initial impedance test demonstrated a consistent error on each combination that included the #1 electrode. They ran two subsequent impedance tests at different settings (up to 2.5 volts and 300 pw) but had the same results on all four #1 electrode combinations. They determined that the lead wire needed to be replaced. The hcp removed the existing lead and replaced it with a new wire on the contra-lateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.